Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer 6 pockets failed due to the knuckled retractor band. A field service engineer removed and replaced the retractor band and cable assembly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had failed matrix drawer 6 and all the cubies within that drawer also failed. This incident resulted in a delay to patient care and there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.